Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that patient was having continual problems with their device and it was not working. Symptoms were worse than before implant. It was mentioned patient could not put their programmer or antenna over their implant because they had a torn rotator cuff on their right side, which was unrelated to the device/therapy, so their neighbor did it for them. Patient stated the other day as soon as their neighbor put the antenna over them, they felt like they got electrocuted and had a bad jolt. Patient's neighbor was able to turn it off, turned it back up to where it was, and did not have a bad jolt; however, stimulation was not comfortable and felt like the beginning of labor pains. Patient had a lot of pain in their back but was not sure it was related to the device. Patient noted they went to the doctor on the (B)(6) and increased amplitude to 2.2 but it had not gotten better. Patient's incontinence woke them up 6-8 times a night and 'it just came out'. Patient work depends to bed and had to change it in the middle of the night. Patient stated their trial worked better than their implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that they didn't know the cause of the device not working too well at night. The patient was going to reduce fluid intake and was going to take myrbetriq.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that, to resolve the worsening symptoms, pain, and device not working, the device was turned down and off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's device was not working too well at night however worked at daytime. Patient stated they had problems getting the results and has changed levels twice and was currently on program 3 at 2. Patient mentioned they only go 2-3 times during the day however goes 5-7 times at night. Patient stated that they had the urgency but could not get there in time, and that was still bothering patient. It was reviewed that patient could change programs but to check with their healthcare professional (hcp) first but patient reported that they could not increase anymore as it was too painful to go higher. No further complications were reported.